Event description:
The customer reported to olympus, the hd autoclavable camera head experienced a b30 scope communication error and no connection. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and an image issue with the device was confirmed. The ¿no connection¿ was due to a damaged charged coupled device (ccd). The no image issue was due to a cut in the cable wire. The screws were different than manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the b30 error occurred due to a temporarily communication failure. The investigation confirmed the images did not display due to a damaged charged coupled device (ccd). However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.